Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and wound dehiscence. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.